Manufacturer narrative:
Other, other text: device evaluation: the device/sample was returned for investigation. A functional test was performed. A leak was detected fleeing from the bonding between the pump tube and the star tube in two of sample tested; thus, the failure mode is confirmed. After the leak location this bonding was visual inspected, and delamination was detected. The root cause of the reported failure cannot be determined. There were no relevant findings detected in the DHR.

Event description:
Information was received indicating that a smiths medical cadd administration set tubing leaked out IV fluid somewhere close to the pump. This issue also caused an "air in line" alarm. There was no patient injury.